Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - procedure has not yet occurred. Date explanted - device still implanted. Product identification is uncertain the following sections could not be completed due to the part/lot information could be: lot number - 423410; expiration date - dec 31, 2015; date implanted - (B)(6) 2006; manufacture date ¿ dec 21, 2005. Or the part/lot information could be: lot number - 352490; expiration date - nov 30, 2015; date implanted - (B)(6) 2006; manufacture date ¿ nov 28, 2005. There are warnings in the package insert that state that this type of event can occur: under precautions, number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning can occur. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-04267 / 04268).

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2006 and (B)(6) 2006. Subsequently, patient's right hip has dislocated and the patient is now bound to a wheel chair. The surgeon is recommending revision; however, no revision has been reported.